Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing unexplained elevated blood glucose levels of 370 mg/dl and currently 260 mg/dl; has been occurring for a long time. Caller alleges the pump is the cause of this issue. No adverse event reported. Request return of the alleged device for evaluation and replacement was provided.